Manufacturer narrative:
Unit received alarming a32 followed by an e22 alarm. Unable to perform operating currents, self test, a21 error test, and displacement test or download pump history due to a32 and e22 alarm. Swapping out test boards confirms a32 followed by an e22 alarm, problem isolated to mother board. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test reservoir locked in place properly and no anomaly noted. The following were noted during visual inspection: scratched case, cracked lcd window, cracked case at display window corner, partially broken reservoir tube lip, cracked battery tube threads, stained keypad overlay, missing end cap sticker, stained address/serial number label. Unit received alarming a32 followed by an e22 alarm, problem isolated to mother board confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with e22 (new software release detected) alarm. The customer reported blood glucose value of 25 mmol/l. The customer was treated with manual injection. The event involved product mmt-754lcms. Troubleshooting was partially performed for high blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer has not used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was performed for alarms. Customer was able to clear the alarm but was unable to complete the rewind process. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-754lcms was requested and customer response was the device will be returned.